Event description:
A 63-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2023. On (B)(6) 2024, novocure received a medical record, indicating that the patient had been experiencing mid to lower back pain since approximately (B)(6) 2024, noted during neuro-oncology evaluations on (B)(6) 2024. The patient attributed the back pain to wearing and carrying the device around all the time. He denied pain or numbness radiating down his back or lower extremities. He was able to carry on with all activities although when he sat back down, he felt an ache in his mid to lower back, midline. The patient reported temporary relief with the use of acetaminophen. An MRI of the thoracic and lumbar spine, performed on (B)(6) 2024, with and without contrast, showed no abnormal enhancement but did reveal mild spinal canal stenosis. As part of the treatment plan, physical therapy was recommended, and diclofenac gel was prescribed for topical application every 8 hours as needed for back muscle pain. Several attempts were made to contact the prescribing physician with no reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient's temporary impairment due to back pain cannot be ruled out. Back pain was reported with optune gio device use in ef-11 and ef-14 trials (ef-11 2% and 10% ef-14 optune arm).

Manufacturer narrative:
On april 28, 2025, novocure received additional information from the prescribing physician indicating that the patient's back pain was associated with carrying the optune gio device battery on his back during daily walks or jogs. The physician confirmed that hospitalization was not required and noted that the pain subsided with rest. When at home, the patient did not carry the battery on his back and did not experience any back pain during those times. Additionally, the physician reported that the patient had experienced disease progression several months prior and had not used optune gio since then.